Manufacturer narrative:
The pump passed the displacement test and self test. However, the pump failed the sleep current measurement, and active current measurement due to moisture damage found on the electronic assembly j7 connector. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.